Event description:
Urine bag does not empty. Must squeeze bag to force emptying. This causes air to enter pts bladders. The lot numbers are: 76d12267 and 76d12710. Rptr is not certain which one was used on this particular pt. The problem seems to be that they are not emptying. They get air locked and in order to get it to drain you have to squeeze the container which cuases air to travel to the pts bladder.